Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check it was noted that the lifeband will not slide and click into place on the autopulse platform ( sn: (B)(4)). No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the autopulse platform not locking the lifeband into place was confirmed during archive data review and functional testing. The root cause of the reported issue was due to defective belt clip retainer. The defective belt clip retainer was replaced to remedy the fault. During visual inspection, cracked front enclosure was noted and the drive shaft was found to be stiff when rotated. The review of the archive data indicated ua 12 (lifeband not present)occurred around the reported event date of (B)(6) 2017 confirming the reported complaint the platform has passed the initial functional testing without any error. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure and clutch plate were replaced after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).